Event description:
A male patient reported experiencing red, sore, teary eyes, "like an infection of some sort" after using complete mostureplus multi-purpose solution. He used a complete brand lens case, about one month old. He washes it every day with either water or complete moistureplus. Since he started using this particular bottle, he has experienced the symptoms twice. He recovered from the first incident without seeking medical treatment. The patient provided additional information on may 2007. He wrote, "this was a new bottle I opened. Used it, eyes got infected later that day. Stopped using it and used a different brand (opti-free), it didn't get worse but I used a second pair just in case (with opti-free). Then decided to try again (the bottle of 'complete') and my eyes got worse shortly. Took them out and had to use a 3rd pair with opti-free to get through the day (I suspected it might be the solution...went to see the doctor and it's getting better now with medications he prescribed." The patient listed that starting one day earlier, he was treated with erythromycin and econopred plus (prednisolone acetate). He indicated that he recovered.

Manufacturer narrative:
Tested retained sample for chemical specifications and returned sample for chemical specifications and sterility. Returned sample met chemical specifications, but was non-sterile, likely due to user contamination. The relationship, if any, of the device to the reported adverse event is unknown. The complainant implied an association between the amo device and the reported event. Root cause has not been established.